Manufacturer narrative:
Device evaluation: follow-up #2 submitted (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: pump was returned for tactile changes. Testing confirmed all keys to be intermittently unresponsive. The keypad was intact and was removed for inspection, and contamination was found under all key contacts.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'down' and 'ok' keypad buttons are unresponsive. There is no additional information available at this time.